Manufacturer narrative:
Device evaluation the device returned with a bend in the strain relief. During visual inspection the detached tip is noted with the housing pet material wrapped around the cutter. The cutter returned attached to the drive shaft and the housing detached just distal to the anchor pockets and metal coils are seen to be stretched and wrapped around the cutter head and drive shaft. The detachment is seen at the hinge pins. The 2 hinge pins are visible on the proximal part of the housing adjacent to the anchor pockets. The flush window returned closed and no damage noted to the nosecone or guidewire lumen. Due to the condition of the returned device no functional testing could be carried out. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy during procedure to treat a little calcified soft tissue lesion in the right proximal superficial femoral artery (sfa) with 50% stenosis. The vessel was non-tortuous. The vessel diameter and lesion length are 5mm and 100cm respectively. A non-medtronic 6fr sheath, a spider guide wire and embolic protection device were used during procedure. The vessel was not pre dilated but post dilated. IFU was followed. Prior to insertion into patients h1-m was flushed andprepped in normal fashion. H1-m was used and full per stylet indicator the tech removed h1-m and cleaned with proper technique. However when hawk device was inserted back into patient, the thumb switch would not release. Device removed from patient and attempt made to release the thumb switch but unfortunately it didn¿t. Physician opened a new device to complete the procedure and post dilated with dcb. There was no patient injury. When the device was received for evaluation, it was noted the device was damaged